Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no weak battery alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window and scratched reservoir tube window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. The caller also noted that there were some issues with the insulin pump battery as well. It was noted that the insulin pump would have a battery symbol that showed zero power left after a battery replacement. No significant events leading to the keypad issues were observed. Advised discontinuation and replacement of the insulin pump. Nothing further reported.